Manufacturer narrative:
Unit passed displacement test, active current test and selftest. Unit failed sleep current test. Low battery alert less than 1 week not confirmed. Power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call for low battery alert less than 1 week. The customer¿s blood glucose was unknown. The customer stated that insulin pump requests a new battery within 30 minutes after changing it. Customer isn't calling back within 1 week after previously completing low battery troubleshoot. The customer was advised to clear power loss alarm. Advised to update pump's time and date. Assisted with wireless connection process. Bolus wizard recommended a correction bolus before pump restart. Explained a correction bolus can be delivered and they may consider subtracting the active ins amount they documented or consult their healthcare provider for how long they need to wait before they can rely on the bolus wizard's active insulin calculation. The insulin pump will be returned for analysis.